Manufacturer narrative:
Brand name, common device name, procode, lot #, part #, UDI #, 510k: this report is for unknown locking screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Part #: partial part number reported as 02.211.xxx. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent revision on the right foot due to non-union and broken screws. The original surgery was performed on (B)(6) 2017. The surgeon removed one (1) variable angle (va) calcaneal plate along with the nine (9) va locking screws. Three (3) of the va locking screws were broken. Procedure was successfully completed with twenty (20) minutes surgical delay. Patient outcome is good. Concomitant devices: 2.7mm va calcaneal plate (part: 02.211.402, lot: h2892360e0123, quantity 1); va locking screws (part: unknown, lot: unknown, quantity: 6) this report is for three (3) unknown locking screws. This is report 1 of 1 for (B)(4).